Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified electrode damage which leaves an opening in the pebax. It was initially reported by the customer that the contact force was normal and when ablated it became high ("hi"). There was also a magnetic sensor issue because there was blood in the catheter tip. It was necessary to use another thermocool® smart touch® sf bi-directional navigation catheter. The surgery delayed 15 minutes then successfully completed. There were no patient consequences. The customer¿s reported issues of sensor error, high force error and biological material are not MDR reportable since the most likely consequence is an intraprocedural delay and the potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found an electrode section detached and reddish-brown material inside of pebax. Internal parts were exposed. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, shaft proximity interference (spi) screening, and carto 3 system testing of the returned device. Visual analysis of the returned catheter revealed electrode# 2 was lifted in a section and polyurethane was observed damaged around the electrode. The damage leaves an opening in the pebax (uncovered) through which a reddish-brown material entered. Internal parts were exposed; however, the damage could be related to the handling since in the process there are control inspection points to avoid this kind of issue. The magnetic and force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force or magnetic issues were observed. The force and magnetic issues reported by the customer could not be replicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with the tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).